Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on 4/20/2026. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. Customer changed infusion set and cartridge and resumed insulin.